Event description:
It was reported that a patient's pump was not holding a charge. There was no reported impact to the customer¿s blood glucose level. The patient opted out of troubleshooting and requested documentation for insurance purposes, with no additional actions taken.